Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to the main keypad assembly. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device as returned to the customer for use.

Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. As a result, defibrillation therapy may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. As a result, defibrillation therapy may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly where it was observed that the left side of the on button was worn. As a result, the on button required a firmer press in order for it to engage and power the device on. No other discrepancies were observed.

Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. As a result, defibrillation therapy may not be possible, if it were necessary. There was no patient use associated with the reported event.